Event description:
Philips received a complaint on the pic ix indicating that no alarm sound from the central. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The field service engineer (fse) tried running a system setup and received some unusual behavior when system came back online. When a patient window sector is clicked the system goes completely white instead of allowing an option of selecting a piece of equipment the fse did a software reload on the system just to be sure no lingering corruption was involved. After reload there were no issues. Everything worked as intended. Based on the information available and the testing conducted, the cause of the reported problem was the software/configuration issue. The reported problem was confirmed. The device was operational after the software reload was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.